Event description:
It was reported that the solution administration sets tubing was kinked. The kink was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation. During a visual inspection it was identified that the device's tubing was kinked. The cause of the kink could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.